Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) episodes were observed on the right ventricular channel of the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.